Event description:
For the last year I've been having allergic reactions to the dexcom g6 sensor adhesive. This includes but is not limited to rashes and chemical burns that can take off a layer of skin. I have tried all of the solutions on dexcoms website and ideas from my endocrinologist to no avail. The sensor is supposed to be worn for 10 days, but the itching and pain usually only allows me to wear it for 4-5 days.